Event description:
It was reported to philips that the system's flexvision monitor was unable to display. The device was in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the undergoing planned treatment procedure was performed when the issue happened, and procedure was delayed less than 20 minutes, and procedure was completed by moving the patient to another room. A philips field service engineer (fse) inspected the system onsite and confirmed that flex vision monitor was unable to display. After reviewing log file, fse found a malfunction on flex vision pc. Upon troubleshooting, fse found flex vision pc was not displaying images. The cause of the flex viewing pc failure could not be determined by the supplier's part analysis. To resolve the issue fse replaced the flex vision pc and the hard disk spare part. After replacement of flex vision pc, system was returned to use in good working order. The codes were updated based on the investigation outcome.